Manufacturer narrative:
Gbo complaint number: (B)(4). Received 6pcs 450263d/a15013s3 (1 broken) and customer pictures for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We have forwarded the complaint, samples and pictures to our affiliated headquarters in austria from which we received this product. According to their investigation and comments, the complaint is conformed due to the provided pictures and samples. Please consider that this product made of plastic and it has limitation in tolerance for stress. Application of undue force may leas to subsequent breakage of the luer. In order to ensure continuous improvement of our product quality, alternative raw materials were evaluated and consequently this product is now manufactured with different raw material. We advised customer do not use utilizes any product which may have sustained any damages due to rough shipping/handling.

Event description:
Customer states that several holdex tips have broken off during usage. This has occurred when using with a foley catheter, a peripheral IV and an a-line. No needle stick injuries or blood exposures occurred as a result.